Manufacturer narrative:
On june 23, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient also experienced infection, surgical intervention and bilateral late onset seroma. The patient underwent explant, and replacement with catalog number 3503251bc; serial number (B)(4) on the right side and with catalog number 3503251bc; serial number (B)(4) on the left side on (B)(6) 2020. As per the operative report, the patient developed a late onset seroma of the left breast and a baker grade capsular contracture causing her left breast displaced and to be rock hard. She did have the left breast seroma aspirated by radiology and did have subsequently a left breast infection. The seroma fluid was sent for cytology to rule out alcl. During surgery, a small right breast seroma was encountered. The right breast seroma fluid was sent to cytology to rule out alcl as well. Follow ups are in progress to obtain the results of the testing. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Should more information become available, this case will be re-assessed and notes will be updated. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The possibility of bia-alcl should be considered when a patient presents with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for bia-alcl, collect fresh seroma fluid and representative portions of the capsule, and sent to a laboratory with appropriate expertise for pathology test to rule out alcl, including immunohistochemistry testing for cd30 and alk (anaplastic lymphoma kinase). If your patient is diagnosed with peri-implant bia-alcl, develop an individualized treatment plan in coordination with a multidisciplinary care team. The national comprehensive cancer network (nccn) recommends surgical treatment that includes implant removal and complete capsulectomy ipsilaterally as well as contralaterally, where applicable. All confirmed cases of bia-alcl are reported to the FDA (https://www.FDA.gov/safety/medwatch). Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (b)(i4).

Manufacturer narrative:
On may 17, 2023, mentor became aware that incorrect right side replacement serial number (B)(6), was reported. The correct serial number is to (B)(6). This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 29, 2023, mentor became aware that patient experienced bilateral capsular contracture baker grade IV. Updated event description has been added under b3 on this form. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV, late onset seroma, wound infection, and surgical intervention this supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported from USA that a 48-year-old asian female patient who underwent breast implant surgery with mentor medical devices (sm mpp gel 350cc, date of implant may 16, 2018) has experienced left breast infection complicated by late onset seroma which required aspiration. And bilateral capsular contracture baker grade IV. The patient underwent bilateral explantation and replacement with catalog number 3503251bc; serial number (B)(6) on the left side, and with catalog number 3503251bc; serial number (B)(6) on the right side on (B)(6), 2020. As per the operative report, the patient developed a late onset seroma of the left breast and a baker grade capsular contracture causing her left breast displaced and to be rock hard. She did have the left breast seroma aspirated by radiology and did have subsequently a left breast infection. The seroma fluid was sent for cytology to rule out alcl. During surgery, a small right breast seroma was encountered. The right breast seroma fluid was sent to cytology to rule out alcl as well. Follow ups are in progress to obtain the results of the testing. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Should more information become available, this case will be re-assessed and notes will be updated.

Manufacturer narrative:
On 5/7/2020, mentor became aware that date of surgery has been moved to (B)(6) 2020. Hence, for explantation date has been updated to (B)(6) 2020 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent revision breast augmentation with a 350cc mentor memorygel breast implant and experienced capsular contracture; baker grade IV on her left side postoperatively. As a result, the device was explanted on (B)(6) 2020.